Manufacturer narrative:
H3/h6: the software analysis was completed. There were 4 imaging system exams in the archive. There was insufficient information to determine the root cause of reported behavior. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues, but cannot be detected in logfiles or archives. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that using a perc pin, the site did 3 spins all in succession working off of the perc pin frame of all the levels with the first spin being the pelvis, second being lumbar then thoracic. Going to work from t9 back toward the frame. On the upper thoracic level, the doctor felt he was off accuracy-wise. Checked the lower levels and all were accurate. Redirected a screw at right s2ai but every other screw was placed without issue. Went back to thoracic scan and placed two screws on the right and felt he was off. Checked with x-ray and found them to look medially. Mounted a frame off of lumbar screws and took a fourth scan. After this scan, they found the two screws (t9 and t10 right) were in the canal. Took the screws out and replaced them. Continued with surgery using fluoroscopy to check. No known impact to patient outcome. There was a surgical delay of less than one hour.